Manufacturer narrative:
Date of event: unknown, (B)(6) 2019 is an estimation based on information received.

Event description:
It was reported that the stent fractured, requiring additional intervention. The physician stated that he had done a previous iliac vein stent procedure using an unknown vici self expanding stent a couple months prior. The patient was brought back and it was noted that the vici stent had fractured. The physician re-stented the area with unknown sized wallstents to fix the issue. There were no patient complications reported. The procedure was a success and the patient was doing well post procedure.

Manufacturer narrative:
B3 date of event: unknown, (B)(6) 2019 is an estimation based on information received. Investigation summary: the vici device was not returned for analysis. An angiographic image of the stented lesion was provided by the customer. A review of this image identified severe compression of the placed stent but found no evidence of a stent fracture.

Event description:
It was reported that the stent fractured, requiring additional intervention. The physician stated that he had done a previous iliac vein stent procedure using an unknown vici self expanding stent a couple months prior. The patient was brought back and it was noted that the vici stent had fractured. The physician re-stented the area with unknown sized wallstents to fix the issue. There were no patient complications reported. The procedure was a success and the patient was doing well post procedure.